Event description:
Medtronic received a report that during the procedure, the microguide was inserted, and upon reaching the distal segment of the echelon 10 90° pre-shaped tip microcatheter, the guide came out through the side. The microcatheter was removed, and another echelon 10 90° was used without incident. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not leadto or extend patient hospitalization, and there was no injury as a result of the event. The patient was undergoing embolization surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. Vascular access was obtained via the radial vessel. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.